Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a motor error alarm due to an encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm anomaly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery. Customer connected to the insulin pump after shower and the motor error alarm occurred. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 220 mg/dl. Nothing further reported.